Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 30 seconds. Only the device was pulled out without any problem. The procedure was completed with another of the same device. There were no patient complications reported.